Manufacturer narrative:
The results of evaluation will be submitted within a supplemental MDR upon completion of device evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a cracked case and handle. There was no patient involvement with the reported event. Upon receiving the device for evaluation, it was observed that the silence button light was flashing intermittently and caused no audible alarm when the unit was turned off.

Manufacturer narrative:
Device evaluation summary: one newport ht70 ventilator was returned for failure investigation. The customer reported symptom of a cracked handle and case was verified, but the reported symptoms of the alarm silence light-emitting diode (led) flickering and no audible shutdown alarm could not be duplicated. The ventilator successfully completed the power on self test (post). The unit under testing (uut) was powered up and successfully completed post. The alarm silence led did not flicker while the was powered on. The led was toggled on and off 30 times by pressing the alarm silence reset button. During each button press, the led was responsive. After shutdown, the piezoelectric buzzer sounded. If information is provided in the future, a supplemental report will be issued.